Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. Upon visual inspection of the sample received it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe cutter did not cut during a procedure. It is known if the probe cutter was aspirating at the time of the event. Additional information and a product sample have been requested for this event.

Manufacturer narrative:
A product sample was not returned for evaluation. A lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).